Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 240 units of insulin. The customer successfully loaded the cartridge onto the pump after adding additional insulin into the cartridge. Customer's blood glucose level was 105 mg/dl.